Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure in which the leads were moved up. The patient was doing well postoperatively. The leads remain in the patient and in use.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).